Event description:
It was reported that the patient went to the hospital due to hyperglycemia and insulin leakage while wearing the pod on the back for 4-24 hours. Specific blood glucose levels were not reported. Reported symptoms included vomiting, memory loss, fatigue, and confusion. The patient was noted to be progressing toward ketoacidosis but the hospital treatment (rehydration and insulin administration) stabilized her condition. A new pod was placed. The patient left the hospital the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.